Event description:
It was reported that a patient notifier was delivered for high, out of range, high voltage lead impedance. The asymptomatic patient will be monitored remotely and is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.